Event description:
The patient was implanted with a vascular access graft. It was reported by the distributor that during a graft revision procedure, the graft that was removed appeared to be separating and disintegrating.

Manufacturer narrative:
The graft was returned to the manufacturer and is currently being evaluated. Preliminary examination revealed some unusual revision features. The manufacturer is attempting to obtain further details on the device and the reported event. No further information is available at this time.